Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The reported issue was most likely due to the inadequate sockets in the new operating room where the device was relocated. The device was used in the next days without any issue by using a dedicated socket for hc-3t device.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Source: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Reportedly, the hospital has a new operating room and through follow-up communication livanova learned that the reported issue might be related to power sockets which couldn't support the voltage load. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the fuse during priming. There was no patient involvement.